Manufacturer narrative:
Reportedly there was no patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hospital noticed a piece of the trochanteric fixation nail insertion handle was broken at the t portion during the start of a procedure on (B)(6) 2017. The device did not break during the case, but was found broken and was not used. It is unknown the location where the device actually broke. The event was noticed away from the patient. There was no surgical delay and the procedure was completed as anticipated with no patient harm. This is report 1 of 1 for com-(B)(4).